Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal (2000 mcg/day at 1207.8 mcg/day) via an implanted infusion pump. It was reported at the first post replacement refill the hcp went to aspirate the reservoir and pulled out 39ml. The pump indicated it was not in shelf state still. The hcp went to aspirate the cap and could not aspirate. It was noted the patient was in the hospital for seizure activity from november 21-25. The hcp believes the patient was going through it withdrawal during that time. The patient was tighter but they could still get into their chair. The hcp filled the pump back with the 39ml of drug and planned to wean the patient's dose down. If the patient can tolerate the dose decrease then they would not proceed with a catheter revision and would plan to discontinue with tdd therapy if the patient can manage. The pump logs showed no abnormalities and showed it was successfully updated on november 19th, 2020.